Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "cardiac issues" and "hypertension", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm® ultra xc in the lips. Patient states they started to experience " (non-device related) hypertension, (non-device related) tremors, (non-device related) chest pain, anxiety attack, tingling in [their] face, cheek bones down, lips, numbness tingling throughout body, (non-device related) cardiac issues". Patient states they had the filler dissolved "twice and [they] feel better". Symptom resolution is unknown.

Event description:
Patient visited the hospital the day after injection for treatment of symptoms. Patient saw a cardiologist who prescribed blood pressure medication 7 days post injection. Patient then went to urgent care 12 days later. Patient states they had the filler dissolved "twice and [they] feel better". Patient later specified they were treated with hyaluronidase 4 times starting 2 weeks after injection, then 1 time every two weeks for 3 additional treatments. Patient visited a cardiologist who performed a "stress test and heart ultrasound" a little less than a month post injection. Patient also reports their general practitioner prescribed medication for anxiety about one month post injection. Patient also reported "this caused my (non-device related) blood pressure to sky rocket, so they put me on blood pressure meds. I was also put on an anxiety medication for my tremors. The more filler that is dissolved the less symptoms I have. I am no longer on any medication. I still have tremors but not as bad". Patient's physician later stated they treated the patient with 1 vial of vitrase 2 months post injection. Physician also said "no obvious physical reaction. Slight bruise at 1 injection point no swelling." Symptoms are ongoing.

Manufacturer narrative:
Upon further review, abbvie medical safety has determined that "hypertension", deemed not device related, is not considered a serious unexpected adverse drug experience. The event of other-medical (capturing "cardiac issues"), deemed not device related, remains considered a serious unexpected adverse drug experience.